Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a left ventricular (lv) ventricular tachycardia ablation procedure performed with the affera system, an increased pacing threshold of the implantable cardioverter defibrillator was observed. Preprocedural computed tomography imaging showed an anterior apical scar from septal to lateral. Voltage and activation mapping were conducted, and a sinus rhythm map of the lv was performed. Ablation targets included late and fractionated electrograms in the lv apex and anterior infarction region, with a total of 36 ablations performed using the ventricular radiofrequency (rf) setting. During the procedure, the proximity of the sphere 9 to the right ventricular (rv) lead was noted to be over 1.5 centimeters to 2 centimeters during applications. The implantable cardioverter defibrillator was reprogrammed after the procedure, and the increased pacing threshold was identified. The patient remained overnight per standard of care, and pacing thresholds were scheduled to be checked again the following day. No patient complications have been reported as a result of this event.